Event description:
It was reported there was a volume discrepancy. The patient came in for a refill on the date of the report. The expected residual volume was 8.1 cubic centimeters (cc) and the actual residual volume was 0cc. It was suggested the pump was overinfusing. At the refill on the date of the report the health care provider was unable to get any fluid out of the pump, not even any bubbles. There were no withdrawal symptoms and the pain control had been stable. At the previous refill on (B)(6) 2014 ¿everything checked out.¿ the expected volume was 6.9cc and the actual volume was 6cc. It was later reported when a new refill kit was used the pump was able to be successfully refilled. It was thought the needle or extension tubing of the first kit was occluded. The system was being used to deliver hydromorphone and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8551, product type: accessory. (B)(4).